Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no other complaints reported for the lot. Based on the information reviewed, the poor image resolution was due to procedural conditions. The reported difficult or delayed positioning-leaflet grasping and single leaflet device attachment (slda) were due to a combination of patient anatomy and procedural conditions. The additional therapy non-surgical treatment was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Difficulty was met visualizing the mitral valve. The clip delivery system (cds) was advanced however difficulty was met grasping the leaflets. Eventually the leaflets were grasped and the clip deployed. Approximately 5 minutes later, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip. During the preparation of the third cds, it was noted the second clip had detached from the posterior leaflet. The decision was made to abort the procedure with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.